Manufacturer narrative:
No other information is available this time. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited a high shock lead impedance measurement of more than 125 ohms. Additional information was received that the patient was seen and the device was checked. The physician will continue the routine follow up for the patient. No adverse patient effects were reported. The lead and device remain in service.